Event description:
It was reported that there was no fluid flow through a large volume infusor. After the 24 hour infusion, it was observed that all the medication remained inside the infusor and had not bee delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name - (B)(6). There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Additional information was added to h4, h6 (update codes), h11. H4: the lot was manufactured between may 19-22, 2023. H11: the actual device was not available; however, a photograph of an unused sample was provided for evaluation. Visual inspection of the photograph observed an unfilled device contained inside an unopened product package with the device labeling. The reported condition was not verified on the companion sample photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.